Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
It was reported that after approximately 66 hours of intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm. The arterial waveform then disappeared from the monitor. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: (B)(6). Complete event site address: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).